Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 3.5x15mm maverick2 monorail balloon was inflated to 6 atmospheres. On the second inflation the balloon was inflated to 6 atmospheres and ruptured. The balloon was removed intact. The procedure was continued with another of the same device. A taxus express2 stent was deployed and post dilated. The patient status is listed as good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.